Manufacturer narrative:
Concomitant products: product ID: 3888-45, lot# v210550, implanted: (B)(6) 2009, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3888-45 lot# v218118 serial# implanted: 2009, product type: lead. Product ID: 3998, lot# v069647v02, implanted: (B)(6) 2009, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that an impedance check was run at 0.7v and contacts 8, 9, 10 and 11 showed greater than 10,000 ohms. The impedance check was run again at 1.5v and contacts 8, 9, and 10 showed greater than 20,000 ohms, and contact 11 showed 15,000. The reporter stated the patient had not reported therapy issues at the time.